Manufacturer narrative:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. It also emitted a loud beeping noise. He connected the central nurse's station (cns) to a wall outlet to continue patient monitoring. No patient harm was reported. The biomedical engineer was provided with an exchanged uninterruptible power supply (ups).

Event description:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. It also emitted a loud beeping noise.